Event description:
It was reported that the patient complained of leg weakness after the implant procedure. The physician did not believe it was device or procedure related. The patient underwent a lead explant and patient was doing well postoperatively. The patient was admitted to hospital and was released.